Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#mrhk femoral bushing ; cat#64812110 ; lot#lkl450, device name#mrhk bumper insert - neutral ; cat#64812130 ; lot#lkl766, device name#mrh tib rot comp xs-xl ; cat#64812100 ; lot#172839 device name#mrh axle ; cat#64812120 ; lot#ctd54890, device name#gmrs proximal tibial standard ; cat#64953102 ; lot#178162k, device name#mrhk tibial sleeve ; cat#64812140 ; lot#lkl784, device name#mrh knee fem l lft ; cat#64811130 ; lot#ent6n, device name#17mm press fit fluted stem ; cat#6495-5-017 ; lot#193825e, device name#ti dur reg fluted stem 17x80mm ; cat#64786635 ; lot#0108541, and device name#md.universal cement restrictor ; cat#b000-0240 ; lot#6m9994. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
This pi is for the planned revision of the patient's left knee arthrodesis on (B)(6) 2023. Noted on the prescription form: "55-year-old male patient, with infected left proximal tibia endoprosthesis, he received, removal of the implant and serial debridement, and currently on IV antibiotics. " "we need to reconstruct the defect with custom made knee endoprosthesis implant, as the patient has limited knee flexion already, and lost a significant portion of his quad strength." Update: "(B)(6) 2022 check in the hospital with infected wound, then developed chronic sinus tract infection". "Patient has a stiff knee, and decreased range of motion, heavy smoker (2 packs a day)".